Event description:
Patient was having a right femoral central line placed in preparation for surgery. While attempting to advance the catheter and withdraw the guide wire, the wire stuck in place. The physician was unable to withdraw the guide wire. Vascular surgery was consulted. They made a small incision and removed it. The physician stated the guide wire appeared to have uncoiled. The line was cut into 3 parts to remove it. Another line was placed and the planned surgical procedure was completed. Since there were two line placements, both package covers were saved. It is not known which package had the defective wire.